Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Product development engineer evaluated the device and indicated that only the shaft of the helical blade coupling screw was received. The device broke where the knob and shaft intersect. The knob was not returned for evaluation. The fracture surface is homogenous with a continuous weld bead which indicates material uniformity and good weld penetration. The threads on the end are still intact and a known good helical blade was successfully attached to the coupling screw during this evaluation. There are several minor surface scrapes and scuffs on the shaft that are consistent with field use. The helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. A review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique guide, could result in loading conditions that may lead to breakage. The returned device was manufactured in may 2005 and is over 7 years old. This complaint condition is caused by numerous off-angle strikes by a mallot. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.

Event description:
During a tfn nail surgery, an instrument broke. The coupling screw for the helical blade in the tfn tray broke during surgery. The surgeon hit the screw with the mallot and the screw broke. The helical blade coupling screw broke in two pieces and the surgeon was able to retrieve both pieces. The surgeon was able to continue to get the helical blade in the femur and used a screw driver to get the coupling screw loose. No adverse effect to the patient. The surgery was prolonged roughly 15 to 20 minutes.